Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an ophthalmic gas dispensing regulator control valve knob fell off while attempting, unsuccessfully, to dispense gas for a vitrectomy procedure. Alternatively, a silicone oil product had to be instilled into the patient's eye instead. There was no harm to the patient.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. Per the regulator device contract manufacturer, no regulator sample was received by manufacturing for evaluation. A review of the batch production record for the provided lot number was performed which confirmed that the product met specifications at the time of release. A review of the complaint records showed four other complaints against the reported lot number since release. With no additional, related information provided, the customer's reported event could not be confirmed. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. The manufacturer internal reference number is: (B)(4).